Event description:
There have been 4 reports of incorrect troponin results. Patient 1: incorrect troponin result was released due to a centaur instrument error. The results were repeated on another instrument and the correction called to the unit. The patient had a previous positive result. The patient received no treatment based on this incorrect troponin result. Siemens was notified of the error. Results between 0.08 and 0.50 are repeated automatically. The tech should have looked at the precision prior to releasing results. E-mails and lab meetings included this information earlier this week. Patient 2: instrument and tech error in releasing a troponin result. The first result released was 0.13. Upon repeating of test, the result was 0.04. The centaur instrument reported the incorrect result for this test. The company, siemens, was notified of the error. The tech failed to check the repeat prior to releasing the result and released the incorrect result. The tech will be counseled concerning this error. There was no adverse reaction to the patient as a result of this incident. Patient 3: an incorrect troponin result was released on this patient due to a centaur instrument error. The results were repeated on another instrument. The unit was notified of the error and the corrected result. Siemens was notified of the error. It is a negative troponin, but the precision did not look good. Results between 0.08 and 0.50 are repeated automatically. The tech should have looked at the precision prior to releasing results. E-mails and lab meetings included this information earlier this week. Patient 4: centaur instrument error which caused and incorrect troponin result to be released on this patient. The results were repeated on another instrument and the unit was notified. No treatment had been given to the patient as a result of the incorrect troponin error. Siemens was notified of the instrument error. We will follow up with all employees to make sure that they understand the protocol for releasing troponins between 0.08 and 0.50 and those that delta check. Fail-safes are incorporated into this test now. If used, this released result could have been prevented. This patient was in ER and the result released was positive. The other cardiac tests were negative and the doctor did not act on the positive troponin. Test was repeated and result was released as <0.02. Doctor was notified immediately upon finding the instrument error.